Event description:
A user facility reported to olympus that upon powering on the device, all the lights were flashing. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. The returned device was powered on/off multiple times and allowed to remain powered on for more than 1 hour when tested with a video processor and scope; the unit functioned as expected. The evaluation found corrosion on the scope socket air tubing and the spring and a non-olympus lamp was found installed, reading at more than 500 hours life. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed. Olympus will continue to monitor field performance for this device.